Manufacturer narrative:
The AED, electrodes, and battery have been returned to cardiac science and an investigation is underway.

Event description:
The customer reported that the AED delivered a shock while the pads were still in the pouch. The customer had opened the AED's lid and attempted to put the device into diagnostic mode because the AED was beeping and the rescue ready indicator was red. The AED started prompting in spanish and a loud pop was heard. After the shock was delivered the customer opened the pads to view the burn damage. There was no patient involvement and no injuries were reported.